Event description:
Caller reported a malfunction on the pump, with a specific code displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset process, and ensured the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if any issues reoccurred.